Manufacturer narrative:
Weight & ethnicity: asked, unknown. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left (os) eye due to dysphotopsia and seeing starbursts at night. A johnson and johnson monofocal iol, model za9003/20.0 diopter, was placed as the replacement lens. The extracted lens has been discarded. The patient outcome post surgery is unknown. No further information was provided.